Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips from the device would not stay on. Six devices were used to finish the case. There were no patient consequences. Three devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: was the clip fully advanced into the jaws prior to firing? Yes. Did somebody other than the primary surgeon fire the instrument? If so, whom? No.